Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced. System error 105 was confirmed and caused by a loose gear on the motor shaft. The failed motor assembly and gears were replaced. Additional information: loose or intermittent connection.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a system error 105. There was no patient involvement.